Event description:
It was reported that a patient experienced under infusion and a decreasing blood pressure during levophed therapy with a spectrum pump. Following a decrease in blood pressure, levophed was increased to keep the mean blood pressure greater than 65. A new levophed was hung. Propofol and versed were turned off and fifteen minutes later, a doctor was called in. No alarms were generated. One our later, the levophed was put on a new pump and the patient stabilized. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5109135 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected additional information h10: this reported problem is potentially within scope of fa 2021-056: spectrum iq (v9) and v8 - device safety signal for non-delivery and undetected upstream occlusion. Baxter is communicating important safety information for spectrum v8 and spectrum iq infusion pumps related to potential reduced or non-delivery of medication, in some cases without alerting the user via pump alarm. This may occur as a result of incorrect administration set setup and/or incomplete resolution of upstream occlusion alarms when using spectrum v8 and spectrum iq infusion pumps. As described in the instructions for use (IFU), it is imperative to fully resolve any upstream occlusion before restarting the pump after an upstream occlusion alarm.